Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure to treat a bilateral distal femur fracture on an unknown date. Both sides were treated with synthes locking compression plate (lcp) 4.5mm condylar plates. Patient experienced postoperative nonunion, bilaterally. There were no broken or failed hardware reported. The patient went back to surgery on (B)(6) 2017 to treat the nonunion of the left femur. The surgeon cleaned out the non-union site and added a plate on the medial distal femur to increase stability. Additionally, he removed the 4.5mm cortex screws (x4) from the left lcp condylar plate and applied tension and compression on the lateral side utilizing the articulating tension device. The procedure was successfully completed with no other issues. The patient status was not reported. The nonunion on the right side will be treated on a future date. No additional surgery date available at this time. No other information available. This complaint is from etq complaint (B)(4) . This report is for 1 unk - plates: 4.5 mm lcp condylar plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
510k: this report is for an unknown 4.5mm lcp condylar plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an unspecified procedure to treat a bilateral distal femur fracture on an unknown date. Both sides were treated with synthes locking compression plate (lcp) 4.5mm condylar plates. Patient experienced postoperative nonunion, bilaterally. The patient underwent a revision for right distal femur non-union, which was above a prior existing amputation, on (B)(6) 2017. Four (4) screws from the shaft of the right distal femur plate: (3) locking screws and (1) 4.5mm cortex screw. A new plate to the medial distal femur was used and compressed with a jungbluth clamp. The surgeon used the existing locking compression plate (lcp) distal femur plate and compressed the fracture with the articulating tension device; new screws added to shaft of plate to secure fixation. He also utilized medtronic infuse and map3 bone graft. There were no devices malfunction and no time delay reported. The patient status is stable. The treatment of the left side non-union is captured under related complaint (B)(4).